Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of ventricular fibrillation is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. On (B)(6) 2018, the patient was discharged from hospital as symptoms of the event improved. On (B)(6) 2018, the patient visited the outpatient department for recurrence of lower extremity edema and shortness of breath. ECG and a bnp test were performed which confirmed signs of heart failure such as sporadic pvc. The patient was admitted to the hospital for undergoing ablation for pvc and heart control failure. On (B)(6) 2018, ECG showed pvcs at 22/day. Although isolated pvc were confirmed by ECG monitoring, the patient had no chest symptoms. Lower extremity edema had also improved. On (B)(6) 2018, the patient was discharged from the hospital as symptoms of the event improved. The physician considered a causal relationship between the event and the xience alpine stents unknown based on the patients clinical condition three months post-stenting and risk factors of arrhythmia, hypertension, diabetes mellitus and advanced age. It remains unknown if the stents are patent as they are under a clinical trial. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending coronary artery that was 90% stenosed. On (B)(6) 2018, a 3.0x18 mm and 2.5x8 mm xience alpine stents were implanted. In (B)(6) 2018, the patient experienced increasing lower extremity edema and shortness of breath. On (B)(6) 2018, the patient was admitted to hospital with a diagnosis of heart failure based on the results of chest x-rays and echocardiography (ECG) which revealed bilateral pleural effusion and pulmonary congestion. Brain natriuretic peptide (bnp) test was performed and indicated 657.4pg/ml. Administration of diuretics, nitrate and oxygen therapy were started. On (B)(6) 2018, ECG showed premature ventricular contraction (pvc) at 35% which was considered a cause of heart failure. Ablation treatment was planned. On (B)(6) 2018, ablation treatment was cancelled as drug-induced arrhythmia did not develop.